Event description:
Procedure type: sleeve gastrectomy. According to the reporter: once the reload was loaded, the tech cycled the reload then passed it to dr. (B)(6). Once inside the abdomen the surgeon opened the reload and began to position the stapler. At this time the device articulated to one side on its own and stopped. White lights appeared on top of the idrive handle and the device would not respond to any buttons when pressed by the surgeon. He then took the adapter off while still inside the patient and reattached it so it would calibrate and he could straighten the reload and remove it from the patient. The reload that was attached was egiatrs60axt. A different idrive was used to complete the procedure. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).